Event description:
It was reported that during a wisdom tooth removal, a pt received a burn on the inner portion of the lip. A topical ointment was applied to the burn at the time the incident.

Manufacturer narrative:
The hand piece was received and tested at the manufacturing location, but the bur guard was not returned to the manufacturer. The technician was unable to duplicate the alleged incident. The customer indicated that an expired bur guard was being used for this wisdom tooth removal. The burn was most likely a result of the bur guard being worn out and used past its expiration date.